Event description:
Literature was reviewed regarding a multicentre experience of sutureless prostheses inside degenerated stentless aortic valves and bioroots. The study population included 17 patients with a mean age of 71 years who were predominantly males. Multiple manufacturer¿s devices were implanted in the study population; 15 patients were implanted with a medtronic freestyle bioprosthetic valve. One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all patients, adverse events included: mean transvalvular gradient of 25.3 ± 19.9 mmhg and moderate to severe aortic regurgitation. It was reported that a valve-in-valve procedure was performed. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: bakhtiary et al. Multicentre experience of sutureless prostheses inside degenerated stentless aortic valves and bioroots. Interdisciplinary cardiovascular and thoracic surgery. May 2, 2024; 38(5), ivae088. Doi.org/10.1093/icvts/ivae088] earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.